Manufacturer narrative:
The exposed portion of the soft cannula was found to be torn and kinked, however, the timing and cause of the damages could not be determined. During the investigation, fluid was observed diverting and exiting from the torn portion of the soft cannula. The downloaded data shows that an 0x6a occlusion alarm was generated during the device's run. The device was reset and paired with a master pdm to deliver a 5-unit bolus. The bolus was successfully delivered and the rerun data did not return the occlusion alarm that was present in the original data. It cannot be determined if the kinked cannula caused the occlusion alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 401 mg/dl. The pod was worn between 24 and 36 hours on the arm. It was noted that the cannula was bent. As treatment for the hyperglycemia, a pen injection, temp basal, and correctional bolus was administered.